Event description:
Siemens inspiration mammogram unit was reconstructing tomography images on the patient and it froze on the last tomography image. Siemens was unable to capture the rmlo tomography image. The rest of the patients images were intact and able to be read.